Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine is not switching on. Review of the system log file showed that the failed to initialize all grabber cards. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Upon functional testing, fse found that the some of the usb slot in host pc is not working, host pc is having the issue it needs to be replaced. Fse replaced the host pc and checked the system found it was again got stuck in 00. The fse changed the flex vision pc¿s hard disc and download board software for flex vision. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system would not turn on. There was no report of harm. Philips has started an investigation of this complaint.